Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received detailed instructions from technical support to reset the pump, during which a complete pump reset procedure was guided by technical support. After the pump reset, the cgm error did not reoccur, and the caller successfully started their sensor session.